Event description:
It was reported that this patient arrived to the health care facility experiencing chest pain. Upon analysis of the system, it was observed that this right atrial (ra) lead exhibited noise. As for troubleshooting options, reprograming of the device, a lead revision and follow up with the physician were discussed. It was decided to continue monitoring the patient. Additional information was received from the field mentioning that an automatic safety switch (ass) from bipolar to unipolar occurred due to an ra lead high, out of range pacing impedances measurements. Furthermore, noise over sensing was observed at atrial tachy response episodes, even before the ass it was suggested bringing patient into clinic to program ra lead back to bipolar and perform serial impedances, isometrics and pocket manipulations to try and reproduce noise on ra lead. A possible lead fracture was suspected. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient arrived to the health care facility experiencing chest pain. Upon analysis of the system, it was observed that this right atrial (ra) lead exhibited noise. As for troubleshooting options, reprograming of the device, a lead revision and follow up with the physician were discussed. It was decided to continue monitoring the patient. Additional information was received from the field mentioning that an automatic safety switch (ass) from bipolar to unipolar occurred due to an ra lead high, out of range pacing impedances measurements. Furthermore, noise over sensing was observed at atrial tachy response episodes, even before the ass it was suggested bringing patient into clinic to program ra lead back to bipolar and perform serial impedances, isometrics and pocket manipulations to try and reproduce noise on ra lead. A possible lead fracture was suspected. Further additional information was received from the field mentioning that the patient showed atrial arrhythmias where some beats were under sensed, nonetheless; this did not affect pacing. This lead remains in service. No further adverse patient effects were reported.